Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-01762, 3005168196-2021-01763, 3005168196-2021-01764, 3005168196-2021-01765.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach after several attempts. The physician then manually detached the smart coil; however, the detached smart coil remained in the microcatheter. Therefore, the physician used the pusher assembly of the smart coil to push the smart coil back into the aneurysm. Subsequently, the same issue occurred with three other smart coils. The three smart coils failed to detach using the handle. However, the physician manually detached the three smart coils inside the microcatheter and then used their respective pusher assemblies to push the smart coils back into the aneurysm successfully. The procedure was completed using four additional non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.